Event description:
The prescription pill bottle provided by publix pharmacy, (B)(6) 2025, was defective. The cap does not secure properly and is not child-resistant, creating a risk of accidental ingestion. The defective bottle could also lead to contamination or spillage. I am concerned this packaging fails to meet child safety and quality standards. This is not an isolated problem as multiple of the bottles I have received for publix pharmacies across the u.s. All have the same problem. Opening the bottles are extremely easy to the point where if you drop the bottle, it will just open. On (B)(6) 2025 my 17-month-old child was able to easily open a publix pharmacy prescription pill bottle labeled as "child-resistant," containing adderall xr 30 mg. My child ingested 2.5 capsules, resulting in a life-threatening accidental overdose. Emergency medical care was required, including a 2.5-day stay in the pediatric intensive care unit (picu) at the (B)(6) hospital. Test results also are positive for benzos; however, those were prescribed by the hospital to counteract the amphetamines.